Manufacturer narrative:
A siemens headquarters support center (hsc) specialist investigated the reagent lots the customer was using and determined that there was no issue with the reagent lots. Quality controls recovered within range and close to the target and met the on-board stability claims. No bias has been observed. The cause of patient a1c_3 results from the advia 1800 being elevated compared to results obtained during point-of-care testing is unknown. This reagent is performing according to specifications. No further evaluation is required.

Event description:
The operator of an advia 1800 instrument stated that physician(s) were questioning patient results for hemoglobin a1c (a1c_3), which were elevated compared to results obtained during point-of-care testing. A correlation study was performed on patient samples tested on the advia 1800 instrument and the point-of-care instrument and five results from the advia 1800 had clinically significant differences compared to the point-of-care instrument results. The operator did not correct the reports. There are no reports of patient intervention or adverse health consequences.